Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a starclose se after an interventional procedure. Reportedly, after clip deployment, the clip remained on the distal tip of the device. The safety release mechanism was used unsuccessfully. Counter traction was used to removed the device from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence - reported to have occurred in mid-november. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The proglide device was used in a moderately calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that a pusher-to-garage block displacement occurred during the thumb advancer deployment which prohibited the pusher block from being able to push the clip off the carrier tube when the trigger/deployment button was depressed. The pusher-to-garage block displacement would prevent the pusher block from connecting with the j-hook, a component of the release rod at the distal end, to collapse the locator wings and disengage the plunger when the trigger button was depressed. The failure to collapse the wings would result in difficulty removing the device. Contradicting the reported unsuccessful use of the safety release mechanism, it was detected that the safety release was successfully activated to collapse the locator wings to remove the device. Every delivery tubeset is inspected for proper pusher-to-garage block assembly during manufacturing. During testing, the device was disassembled, cleaned, re-assembled, and re-deployed successfully as intended. There was no resistance detected during re-deployment of the device. The reported moderate calcification inside the common femoral artery could have contributed to pusher-to-garage block displacement as this would have contributed to the resistance encountered while advancing the thumb advancer. The instructions for use (IFU), under the precautions section, states: do not deploy the clip in areas of calcified plaque. The safety and effectiveness of the starclose vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. Based on the manufacturing inspection criteria and analysis of the returned device, the probable cause for pusher-to-garage block displacement that resulted in a failure to fire the clip is advancing the thumb advancer against resistance. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath and factors that could have contributed to radial force constriction included challenging anatomical conditions such as calcification, tortuosity, and scars in target groin or tight tissue tract due to inadequate nick-n-spread. Applying additional force to overcome the resistance would result in pusher-to-garage block displacement as detected. The IFU, under the closure procedure section, states: do not advance the thumb advancer against excessive resistance. If excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device. No manufacturing or quality issue was detected. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.